Manufacturer narrative:
Two devices were received for investigation. The devices were inspected, and the reported condition was observed. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. Based on all available information the exact root cause could not be determined. We will continue to monitor related reports to determine if additional actions are necessary.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported once placed in the infant, did not meet resistance while aspirating air or hear when instilled to check for placement. Per additional information received on 30jan2025, the og has a hole somewhere. 2mls of air were instilled to check for placement.